Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported patient had a revision of right knee due to pain. Doctor took out femur and insert and left patella and tibia.